Manufacturer narrative:
Initial reporter address: (B)(6). The alleged lot numbers are 21i27v845 and 21i16v836. Lot: 21i27v845 was manufactured 07th october 2021. Lot: 21i16v836 was manufactured 30th september 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on multiple units of a 9l effluent bag. The event occurred on different patients. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual sample was not received for evaluation, however, four companion samples were provided. A functional test was performed and two out of the four bags leaked from the pump connecter junction. The other two bags did not leak. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted on the two provided lot numbers and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.